Event description:
The rptr stated that the set was not infusing.

Manufacturer narrative:
The customer returned one sample to co for evaluation examination of the returned unit showed that the set infused properly during testing. This facility's biomedical department indicated that they had also tested this set with the pump and could not duplicate this issue. Co was unable to confirm this issue or determine the cause. Co is continuing to work with this facility to resolve this issue. Co considers this MDR closed with this report.